Event description:
A 24 day old female diagnosed with double outlet right ventricle (dorv) was implanted with a 3mm exgraft conduit to make a connection between the pulmonary artery with the aorta (blalock-taussig shunt) in order to increase pulmonary flow. It was reported that each end of the graft was modified with a balloon to flare the ends of the graft to 5mm to improve inflow and outflow at the aortic and pulmonary artery ends respectively while the center of the graft remained at its original diameter of 3mm. 23 days after her procedure the patient returned to the hospital with poor cardiac output and signs of respiratory failure for which she underwent intubation. The patient was further determined to have hypotension with possible issues with the right coronary artery. The shunt, however, was determined to be patent and mild narrowing of the right pulmonary artery was reported 30 days after initial procedure. A subsequent surgery was performed at 51 days post-implantation as the patient had poor oxygenation and thought to have outgrown the shunt along with respiratory failure due to unnderlying lung pathology. During the procedure the placed central shunt (exgraft) was also found to have a large hematoma encasing and the shunt was dissected and removed. A 12mm homograft was placed to reconstruct the right ventricular outflow tract to ensure sufficient pulmonary blood flow. It was not clear from the report whether the hematoma was found as a result of the surgery planned to place the homograft or another reason, or whether the surgery was performed as a result of the hematoma.

Manufacturer narrative:
The hospital and the surgeon involved have been requested for additional information which has not yet been provided. Hematoma and seromas are in itself commonly reported problem with vascular prosthetics when aggressive anti-thrombotic therapy is being administered. The fibrinolysis caused by thereputic druigs such as anti-platelet, anti-thrombotic drugs have been reported to cause leakage through the graft surface, the overall water entry pressure testing of the graft do not suggest lack of structural integreity. Investigation is currently ongoing/pending additional information.